Event description:
The following was reported to the hamilton medical ag: summary: vti / vte difference, unstable flow curve, incorrect measurement of the p/v tool caused by a leakage in the pressure sensor assembly. Detailed complaint and failure description: unreliable pv-tool curve.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: rootcause: inspiratory valve defective. Correction: replaced defective component.

Event description:
The following was reported to the hamilton medical ag: summary: vti / vte difference, unstable flow curve, incorrect measurement of the p/v tool caused by a leakage in the pressure sensor assembly. Detailed complaint and failure description: unreliable pv-tool curve.